Manufacturer narrative:
The complaint sample was evaluated and found to meet all shelf life limits. The treatintg doctor indicated that the cause of the event is unk. Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A patient called to report that she experienced an eye infection in 2005,while using renu multiplus multi-purpose solution. Subsequently, the treating practitioner reported that the patient was seen the following month, for a corneal ulcer os, at lower edge of central 4mm, and also uveitis. Patient was also seen for second ulcer os two months later, central 2-2 1/2 mm diameter, and also uveitis. Both times the patient was debrided and treated with vigamox and cleared in 1-2 days. No cultures were performed.